Event description:
My son had an avanos mic-key gastric-jejunal feeding tube replaced on (B)(6) 2024. It was noted that formula inserted into the jejunal portion of the tube came out the gastric portion. Upon exam at (B)(6) radiology, it was noted when the jejunal port was injected with contrast, the stomach opacified with contrast confirming a leak in the tube. It was also noted that the tube was clogged and the guidewire was not able to advance fully. Less than a month later on (B)(6) 2024, the same issues were noted with formula inserted into the jejunal portion of the tube came out the gastric portion. Upon exam at (B)(6) radiology, it was once again noted under fluoroscopic guidance, a wire was advanced into the indwelling tube with slight difficulty. The balloon was deflated and the indwelling tube was withdrawn over the wire. A hole was noted in the tube of the indwelling tube. The same issues were noted again in (B)(6) 2024 so patient was taken back to (B)(6) radiology for exam. It was once again noted that when contrast was injected into the jejunal portion, the stomach opacified confirming a leak. It was also noted that the tube was clogged and the guidewire was not able to advance fully. It is unknown how the feeding tubes get holes. Speculation is there is defect in manufacturing as anecdotal evidence from other doctors and patients have had similar issues. Multiple fluoroscopy reports are available to validate findings of complaint. Reference reports: mw5157813, mw5157814.